Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "the bracket brake was damaged and immediately activated the backup ventilator, which did not cause any adverse effects on the patient". This occurrence was noticed during patient ventilation while transported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). The investigation is ongoing.